Event description:
Lifeshield latex-tree primary i.v. Set burst during CT scan with contrast. Set was connected to medrad injector. I.v. Set lot # 32 098 4w. Tech took imediate action and prevented injury.